Event description:
Approx 200 ml into the photopheresis procedure, the instrument signaled "air detected" in the return line. The pt was coughing at that time and complaining of chest pressure. The procedure was paused and the lines were clamped. V. S. Were within normal limits. Lung sounds were clear to auscultation. Dry cough persisted but decreased. Md was notified. The return line air was cleared and the procedure re-started. Return air alarm detected again. The procedure was stopped immediately and the md was notified. For safety reasons, the treatment was terminated as ordered. The device was removed from service. Therakos technical support was notified of the event and a request to dispatch a field engineer to evaluated the device was requested. Diagnosis or reason for use: draft versus host disease of the skin. Is the product compounded: no.